Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient's father reported that her 08-year-old daughter's infusion set's tubing detached from the connector leading to blood glucose level of 314 mg/dl which they tried to treat with manual injection. She had moderate ketones and felt nauseous as well. They could not specify for how long the infusion set was used, but the infusion set was replaced at the time of first occlusion on the same day (B)(6) 2022). The site location was upper buttock and side of abdomen. Further, the patient reattached the tubing to connector and resumed insulin delivery. No further information was available.